Event description:
The reporter stated that the surgeon inserted a icl (implantable collamer lens) model icm 120v4 in 2006, and had to explant the icl and performed a cataract extraction and implanted an iol in 2007, due to an inadequate vault which created an anterior opacification on the patient's lens. An iridectomy was performed also. Patient's current condition is ok, post-op no corneal edema, iop is 22mmhg.

Manufacturer narrative:
Conclusion: at the conclusion of the original investigation opened for the issue of icl valuting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive valut is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and recommended in the current labeling of the icl. If the predicted length is too long, the result may be an excessive vault. Length is too long, the result may be an excessive valut. Evaluation newly available, alternate measuring devices is ongoing.